Manufacturer narrative:
(B)(6). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a large volume infusor underinfused during patient infusion. The reporter stated that the bladder was not completely deflated after twenty four hours, leaving approximately 80-100mls. The device had been filled with flucloxacillin 8000mg in sodium chloride 0.9% and connected to a peripherally inserted central catheter (PICC) line. It was stated there were no issues with the line. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information was added to h3, h4, h6 and h10. H4: device manufactured date: february 24, 2021 to february 25, 2021. H10: the device was received for evaluation containing 63ml of residual fluid in the bladder. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed with no issues noted. The reported condition was not verified. The device was found to be conforming product. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.